Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this system was explanted due to pocket erosion with infection. No other adverse pt effect were reported and no info provided on a return of product or future implant.